Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the device had an error code stored in the errors log of 353.7200.5. The unit failed at the pressure disk analog test.

Manufacturer narrative:
Corrected g4, h6(methods, results, conclusion), h10 additional information d10. A review of the device history record for sn (B)(6) was performed from (B)(6) 2013 to (B)(6) 2020 and confirmed that this device was previously returned for servicing unrelated to the customer reported issue. There were no production failures which correlate to the customer reported issue. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.

Event description:
The customer reported the device had an error code stored in the errors log of 353.7200.5. The unit failed at the pressure disk analog test.